Event description:
First one: it was reported that it was noted remotely via merlin.net that the insertable cardiac monitor (icm) exhibited an error message and was found in back-up mode. The icm was then unable to be reprogrammed, and the issue was not resolved. No further intervention was performed. Patient condition was stable.

Manufacturer narrative:
B5 should be "it was reported that it was noted remotely via merlin.net that the insertable cardiac monitor (icm) exhibited an error message and was found in back-up mode. The icm was then unable to be reprogrammed, and the issue was not resolved. No further intervention was performed. Patient condition was stable." In initial report.

Event description:
It was reported that it was noted remotely via merlin.net that the insertable cardiac monitor (icm) exhibited an error message and was found in back-up mode. The icm was then unable to be reprogrammed, and the issue was not resolved. No further intervention was performed. Patient condition was stable.